Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was noted that the setscrew was jammed in the socket and that the setscrew was obstructing the connector bore at receipt of the device.

Event description:
It was reported that during implant, the set screw in the header of the device was stripped and over tightened with the wrench without the lead being advanced beyond the set screw. When they tried to back the screw out of the header, the wrench stripped the hex portion. It was also reported the attempted left ventricular (lv) lead was not able to capture at maximum amplitude and there were no other target vessels found. The device was removed and replaced and no lv lead was implanted. No patient complications have been reported as a result of this event.